Manufacturer narrative:
Two photos were provided of an artifact on the iol. Unable to determine if the artifact is a bubble or damage from the provided photos. The artifact is located above the center of the optic. Clinical review provided by gqca: the likelihood that the reported ¿small circle appearance on the company lens,¿ identified by the arrows on both photographs, is related to the reported patient symptoms of decreased visual acuity and double vision, is inconclusive. Qualified associated products were indicated. The likelihood that the reported ¿small circle appearance on the lens,¿ identified by the arrows on both photographs, is related to the reported patient symptoms of decreased visual acuity and double vision, is inconclusive. More information was requested, but no response was received. File will be reopened if new information is provided. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating about the patient experienced double vision at distance and was corrected with glass -0.50d as a result the double vision was less.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the lens had a small circle in the patient after 2-month implantation. The patient experienced decrease visual acuity and double vision. Additional information was requested.